Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was complete with the following findings: during investigation there was no time and date .unit unable to maintain time and date during battery replacement. Bt1 was corroded. During investigation loss of prime with zero force were verified. Removed display lens cover. The up, down, and contrast buttons were intermittent. No damage to the keypad. Keypad not torn and not peeling. Contamination under button contacts. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Battery compartment cracked at threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed they had difficulty obtaining the basal rates due to the keypad not responding correctly to the presses. Patient reports buttons have gotten stuck . The patient mentioned they had an issue is with the up and down button. There was no tears/not lifting up. At time of call patient trying to enter the basal menu to obtain basal rates but when the patient would push ok on menu at the wake up screen it would then scroll to bolus and then enter into the normal bolus w/ the flashing 0.0u. Patient then would enter 0.0u to get out of screen but it would go right through the same cycle. There was no adverse event associate with this complaint. The pump was replaced.